Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent extension revision (the case was either a t4-t9 revision or l4-pelvis revision) surgery due to thoracic myelopathy. Intra-op, tip of t20 driver broke while extracting a set screw. No fragments of the instrument were remaining in the patient body. There were no patient complications reported due to this event.